Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a hematoma which caused the pump to migrate in the scrotum. The pump was explanted and replaced. There were no additional patient complications.